Event description:
It was reported that there was possible under infusion. Per reporter, the bag had about 75 ml left in it, but the pump stopped. They confirmed reservoir volume as 0 ml and explained that only a certain amount was programmed to infuse and that they try to take in account for any extra bolus doses that may be used. The reporter noted that they explained to the patient that the extra dose button was programmed for them to use as an extra layer of pain control, they think it was just to empty it quicker so they can send the pump back sooner. Reassurance and pump education provided and explained to the patient that they cannot reprogram the pump to give the remainder. Tubing set: 21-7394. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.